Manufacturer narrative:
Heartsine has made multiple attempts to contact the customer regarding the status of their device, but no response has been received from the customer. The device was not returned to heartsine for investigation. No additional information will be forthcoming at this time. The cause of the reported issue could not be determined. If the device is returned to the manufacturer the investigation will be reopened.

Event description:
A distributor contacted heartsine to report that their customer's pad pak electrode wires are damaged. This may affect the device's ability to deliver a shock via electrodes, which may prevent or delay defibrillation therapy. There was no patient involved with this event.

Manufacturer narrative:
Heartsine has requested return of the device for investigation. Upon completion, the conclusions will be submitted in a follow-up report.

Event description:
A distributor contacted heartsine to report that their customer's pad pak electrode wires are damaged. This may affect the device's ability to deliver a shock via electrodes, which may prevent or delay defibrillation therapy. There was no patient involved with this event.